Manufacturer narrative:
The pt's weight was not available at the time of this report. The software has not been evaluated as of the date of this report.

Event description:
An international medtronic rep reported, once the surgeon was inside the flap the navigation was inaccurate. However, navigation was not essential for this case as it was a recurring tumor that he had already operated on 3 months previously. The procedure was completed successfully with no impact on the pt's outcome.